Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erratic results for inhibin a generated on a unicel dxi 800 access immunoassay system for one pt. The customer re-ran the samples on a different instrument and the results were normal. The initial erroneous result was not reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009, to investigate the event. The fse verified the alignments but made no adjustments to them. The fse performed high sensitivity (hs) system check which passed. Then the fse calibrated the ue3 assay. The fse documented that the repairs were verified per established procedures and the results met published performance specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.